Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an elective transfemoral transcatheter aortic valve implantation (tavi) procedure with an evolut fx+26 via the right femoral artery, a patient underwent pre-dilation with balloons using the sentrant sheath. The transcatheter heart valve was successfully implanted without the need for post-dilatation. Closure of the access site was performed per institutional protocol and assessed with angiography, revealing no flow in the area. A subsequent ultrasound examination identified a fistula/vessel perforation in the right iliac artery, which caused the absence of contrast flow at the access site and right iliac artery, below the vessel injury. A surgical repair of the vessel was performed on the same day. The physician is unsure about the cause of the event but reported that there is a possibility that the sentrant sheath may have contributed to the vascular complication that developed for this patient. It was said that there was no blood loss due to this event. No additional clinical sequelae were provided and the patient will be monitored.